Manufacturer narrative:
The reported event was dislodgement. A complete lead was returned for analysis. The helix retracted and clogged with blood and tissue. After cleaning, the helix could be extended and retracted. The full helix extension length was measured within specification. Visual examination, electrical testing and x-ray examination of the lead did not find any anomalies.

Event description:
It was reported that the patient presented in-clinic for an initial implant procedure. During the procedure it was noted that the right-atrial (ra) lead had dislodged. As a resolution the ra lead was not implanted on (B)(6) 2025. The patient condition was stable.